Manufacturer narrative:
(B)(4).

Event description:
It was reported "when the catheter was not implanted, the patient's ECG waveform was normal, and after the iabp catheter was placed, the ECG waveform appeared abnormal, with a heart rate of 120+, but the heart rate on the monitor was in the 80's, there was no blood pressure waveform, and the device was unable to initiate assistance. The device's ECG leadwire, blood pressure leadwire, and airway connecting tube were inserted into another iap-0400, and blood pressure waveforms appeared, and the device could assist normally". The patient's current condition is reported as "fine".

Event description:
It was reported "when the catheter was not implanted, the patient's ECG waveform was normal, and after the iabp catheter was placed, the ECG waveform appeared abnormal, with a heart rate of 120+, but the heart rate on the monitor was in the 80's, there was no blood pressure waveform, and the device was unable to initiate assistance. The device's ECG leadwire, blood pressure leadwire, and airway connecting tube were inserted into another iap-0400, and blood pressure waveforms appeared, and the device could assist normally". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "ECG waveform appeared abnormal" is not able to be confirmed. No iabp part was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.